Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') and pelvic inflammatory disease ('suspicion of pelvic inflammatory disease') in a 23-year-old female patient who had essure (batch no. B72582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (10 cigarettes / day), multigravida (3) and parity 3 (per vaginal delivery). Family history included leukemia (father, at 55 years of age). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced abdominal pain lower ("intense pain in left iliac fossa") and vomiting ("vomiting"). On (B)(6) 2017, the patient experienced breast pain ("pain in right breast"). On (B)(6) 2018, the patient experienced hypogastric pain ("intense hypogastric pain that radiates to back") and cystitis ("cystitis"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), endometriosis ("suspicion of endometriosis") and cystocele ("grade I cystocele") with sensation of foreign body. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), menorrhagia ("hypermenorrhea"), dysmenorrhoea ("pain with menstruations"), dyspareunia ("sexual dyspareunia"), abdominal distension ("bloated abdomen"), vaginal discharge ("foul-smelling vaginal discharge"), back pain ("lumbar pain"), headache ("cephalea"), inflammation ("abdominal inflammation"), pain in extremity ("pain in lower limbs"), renal pain ("renal pain"), paraesthesia ("paresthesia in lower and upper limbs"), swelling ("swelling"), micturition disorder ("urination syndrome"), musculoskeletal pain ("joint and muscle pain"), tremor ("major hand tremors"), tooth abscess ("teeth abssess"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardias"), alopecia ("hair loss"), polyp ("polyps"), dizziness ("dizziness"), abdominal pain upper ("pain in the hypochondrium and right flank"), abdominal hernia ("abdominal hernia suspicion"), procedural pain ("post-surgical pain after laparoscopy"), abdominal mass ("palpated two nodules in the left iliac fossa"), gastrointestinal motility disorder ("very constipated/ chronic diarrhea / alternating bowel habits"), adjustment disorder with depressed mood ("adjustment disorder with depressive symptoms") with depressive symptom, rectocele ("grade I rectocele") and hysterocele ("grade I-ii hysterocele with valsalva"). The patient was treated with desogestrel (cerazet) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia and dysmenorrhoea had not resolved and the pelvic inflammatory disease, menorrhagia, dyspareunia, abdominal pain lower, hypogastric pain, abdominal distension, vaginal discharge, back pain, headache, endometriosis, inflammation, pain in extremity, renal pain, paraesthesia, swelling, vomiting, micturition disorder, musculoskeletal pain, tremor, tooth abscess, irritable bowel syndrome, fatigue, tachycardia, alopecia, polyp, dizziness, urinary tract infection, abdominal hernia, procedural pain, breast pain, cystitis, abdominal mass, gastrointestinal motility disorder, adjustment disorder with depressed mood, cystocele, rectocele and hysterocele outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal mass, abdominal pain lower, abdominal pain upper, adjustment disorder with depressed mood, alopecia, back pain, breast pain, cystitis, cystocele, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, headache, hysterocele, inflammation, irritable bowel syndrome, menorrhagia, metrorrhagia, micturition disorder, musculoskeletal pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, polyp, procedural pain, rectocele, renal pain, swelling, tachycardia, tooth abscess, tremor, urinary tract infection, vaginal discharge, vomiting and hypogastric pain to be related to essure. The reporter commented: cosmetic damage. On (B)(6) 2018: diagnosis of pelvic pain + dyspareunia + metrorrhagia + dysmenorrhea: pid vs endometriosis. Alternating bowel habits. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: pinpoint lesions. Magnetic resonance imaging abdominal - on (B)(6) 2018: normal size and morphology of the uterus, nabothian cysts, both ovaries with preserved size with small cysts, 10 mm hemorrhagic cyst in the right ovary, no signs of deep endometriosis, minimal amount of free fluid, without adenopathy in the explored area. Pathology test - on (B)(6) 2017: uterine tubes without significant histological lesions. Ultrasound scan - on an unknown date: normal internal genital pparatus and normally-inserted intratubal occlusion devices; on (B)(6) 2014: visualization of the right tubal occlusion device in position 2 and fundamentally 3 and the left device in the same position is described. Myometrium and adnexa with normal morphology. In conclusion: normal internal genital apparatus; on (B)(6) 2016: apparently normally-inserted essures, hemorrhagic follicle in the left ovary; on (B)(6) 2017: bilateral breast ultrasound without alterations. Batch no b72582, production date 2013-09-27, expiration date 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') in a 23-year-old female patient who had essure (batch no. B72582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (10 cigarettes / day), multigravida (3) and parity 3 (per vaginal delivery). Family history included leukemia (father, at 55 years of age). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced abdominal pain lower ("intense pain in left iliac fossa") and vomiting ("vomiting"). On (B)(6) 2017, the patient experienced breast pain ("pain in right breast"). On (B)(6) 2018, the patient experienced hypogastric pain ("intense hypogastric pain that radiates to back") and cystitis ("cystitis"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease ("suspicion of pelvic inflammatory disease"), endometriosis ("suspicion of endometriosis") and cystocele ("grade I cystocele") with sensation of foreign body. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), menorrhagia ("hypermenorrhea"), dysmenorrhoea ("pain with menstruations"), dyspareunia ("sexual dyspareunia"), abdominal distension ("bloated abdomen"), vaginal discharge ("foul-smelling vaginal discharge"), back pain ("lumbar pain"), headache ("cephalea"), inflammation ("abdominal inflammation"), pain in extremity ("pain in lower limbs"), renal pain ("renal pain"), paraesthesia ("paresthesia in lower and upper limbs"), swelling ("swelling"), micturition disorder ("urination syndrome"), musculoskeletal pain ("joint and muscle pain"), tremor ("major hand tremors"), tooth abscess ("teeth abssess"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardias"), alopecia ("hair loss"), polyp ("polyps"), dizziness ("dizziness"), abdominal pain upper ("pain in the hypochondrium and right flank"), abdominal hernia ("abdominal hernia suspicion"), procedural pain ("post-surgical pain after laparoscopy"), abdominal mass ("palpated two nodules in the left iliac fossa"), gastrointestinal motility disorder ("very constipated/ chronic diarrhea / alternating bowel habits"), adjustment disorder with depressed mood ("adjustment disorder with depressive symptoms") with depressive symptom, rectocele ("grade I rectocele") and hysterocele ("grade I-ii hysterocele with valsalva"). The patient was treated with desogestrel (cerazet) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia and dysmenorrhoea had not resolved and the menorrhagia, dyspareunia, abdominal pain lower, hypogastric pain, abdominal distension, vaginal discharge, back pain, headache, pelvic inflammatory disease, endometriosis, inflammation, pain in extremity, renal pain, paraesthesia, swelling, vomiting, micturition disorder, musculoskeletal pain, tremor, tooth abscess, irritable bowel syndrome, fatigue, tachycardia, alopecia, polyp, dizziness, urinary tract infection, abdominal hernia, procedural pain, breast pain, cystitis, abdominal mass, gastrointestinal motility disorder, adjustment disorder with depressed mood, cystocele, rectocele and hysterocele outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal mass, abdominal pain lower, abdominal pain upper, adjustment disorder with depressed mood, alopecia, back pain, breast pain, cystitis, cystocele, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, headache, hysterocele, inflammation, irritable bowel syndrome, menorrhagia, metrorrhagia, micturition disorder, musculoskeletal pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, polyp, procedural pain, rectocele, renal pain, swelling, tachycardia, tooth abscess, tremor, urinary tract infection, vaginal discharge, vomiting and hypogastric pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: cosmetic damage. On (B)(6) 2018: diagnosis of pelvic pain + dyspareunia + metrorrhagia + dysmenorrhea: pid vs endometriosis. Alternating bowel habits. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: pinpoint lesions. Magnetic resonance imaging abdominal - on (B)(6) 2018: normal size and morphology of the uterus, nabothian cysts, both ovaries with preserved size with small cysts, 10 mm hemorrhagic cyst in the right ovary, no signs of deep endometriosis, minimal amount of free fluid, without adenopathy in the explored area. Pathology test - on (B)(6) 2017: uterine tubes without significant histological lesions. Ultrasound scan - on an unknown date: normal internal genital pparatus and normally-inserted intratubal occlusion devices; on (B)(6) 2014: visualization of the right tubal occlusion device in position 2 and fundamentally 3 and the left device in the same position is described. Myometrium and adnexa with normal morphology. In conclusion: normal internal genital apparatus; on (B)(6) 2016: apparently normally-inserted essures, hemorrhagic follicle in the left ovary; on (B)(6) 2017: bilateral breast ultrasound without alterations. Most recent follow-up information incorporated above includes: on 11-may-2020: essure start date changed from '2013' to '(B)(6) 2014', lot number added, patient date of birth and age added, medical history added. Events added: abdominal distension, abdominal pain lower, vomiting, hypogastric pain, vaginal discharge,vaginal foreign body feeling, micturition disorder, chronic diarrhea/ constipation/ alternating bowel habits, arthralgia, myalgia, tremor,tooth disorder , fatigue, tachycardia, alopecia, polyp, dysmenorrhoea, dizziness, abdominal pain upper, urinary tract infection, abdominal hernia, procedural pain, breast pain, cystitis, abdominal mass, menorrhagia, metrorrhagia, depressive symptoms, cystocele, rectocele, hysterocele, pelvic inflammatory disease versus endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephala"), pain in extremity ("pain in lower limbs"), renal pain ("renal pain"), paraesthesia ("paresthesia in lower and upper limbs"), back pain ("lumbar pain"), inflammation ("abdominal inflammation"), dyspareunia ("sexual dyspareunia") and unevaluable event ("cosmetic damage"). The patient was treated with surgery (essure was removed through a laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, metrorrhagia, headache, pain in extremity, renal pain, paraesthesia, back pain, inflammation, dyspareunia and unevaluable event outcome was unknown. The reporter considered back pain, dyspareunia, headache, inflammation, metrorrhagia, pain in extremity, paraesthesia, pelvic pain, renal pain, swelling and unevaluable event to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ chronic pelvic pain") and pelvic inflammatory disease ("suspicion of pelvic inflammatory disease") in a 24 year-old female patient who had essure inserted (lot no. B72582) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (per vaginal delivery), multigravida (3) and smoker (10 cigarettes / day). The patient had a family history of leukemia (father, at 55 years of age). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required). In october 2016 she experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017 she experienced iliac fossa pain ("intense pain in left iliac fossa") and vomiting ("vomiting"). On (B)(6) 2017 she experienced breast pain ("pain in right breast"). On (B)(6) 2018 she experienced hypogastric pain ("intense hypogastric pain that radiates to back") and cystitis ("cystitis"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criterion medically important), endometriosis ("suspicion of endometriosis") and cystocele ("grade I cystocele"). An unknown time later she experienced intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("hypermenorrhea"), dysmenorrhoea ("pain with menstruations"), dyspareunia ("sexual dyspareunia"), abdominal distension ("bloated abdomen"), vaginal discharge ("foul-smelling vaginal discharge"), back pain ("lumbar pain"), headache ("cephalea"), inflammation ("abdominal inflammation"), pain in extremity ("pain in lower limbs"), renal pain ("renal pain"), paraesthesia ("paresthesia in lower and upper limbs"), swelling ("swelling"), micturition disorder ("urination syndrome"), musculoskeletal pain ("joint and muscle pain"), tremor ("major hand tremors"), tooth abscess ("teeth abssess"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardias"), alopecia ("hair loss"), polyp ("polyps"), dizziness ("dizziness"), abdominal pain upper ("pain in the hypochondrium and right flank"), abdominal hernia ("abdominal hernia suspicion"), procedural pain ("post-surgical pain after laparoscopy"), abdominal mass ("palpated two nodules in the left iliac fossa"), gastrointestinal motility disorder ("very constipated/ chronic diarrhea / alternating bowel habits"), adjustment disorder with depressed mood ("adjustment disorder with depressive symptoms"), rectocele ("grade I rectocele"), hysterocele ("grade I-ii hysterocele with valsalva") and sensation of foreign body ("foreign body sensation in vagina"). The patient was treated with cerazet (desogestrel) as well as bilateral salpingectomy. At the time of the report, the pelvic pain, intermenstrual bleeding and dysmenorrhoea had not resolved. The outcomes for pelvic inflammatory disease, heavy menstrual bleeding, dyspareunia, iliac fossa pain, hypogastric pain, abdominal distension, vaginal discharge, back pain, headache, endometriosis, inflammation, pain in extremity, renal pain, paraesthesia, swelling, vomiting, micturition disorder, musculoskeletal pain, tremor, tooth abscess, irritable bowel syndrome, fatigue, tachycardia, alopecia, polyp, dizziness, urinary tract infection, abdominal hernia, procedural pain, breast pain, cystitis, abdominal mass, gastrointestinal motility disorder, adjustment disorder with depressed mood, cystocele, rectocele and hysterocele were unknown. The reporter considered abdominal distension, abdominal hernia, abdominal mass, iliac fossa pain, hypogastric pain, abdominal pain upper, adjustment disorder with depressed mood, alopecia, back pain, breast pain, cystitis, cystocele, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, headache, heavy menstrual bleeding, hysterocele, inflammation, intermenstrual bleeding, irritable bowel syndrome, micturition disorder, musculoskeletal pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, polyp, procedural pain, rectocele, renal pain, sensation of foreign body, swelling, tachycardia, tooth abscess, tremor, urinary tract infection, vaginal discharge and vomiting to be related to essure administration. The reporter commented: cosmetic damage. On (B)(6) 2018: diagnosis of pelvic pain + dyspareunia + metrorrhagia + dysmenorrhea: pid vs endometriosis. Alternating bowel habits. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: pinpoint lesions [magnetic resonance imaging abdominal] on (B)(6) 2018: normal size and morphology of the uterus, nabothian cysts, both ovaries with preserved size with small cysts, 10 mm hemorrhagic cyst in the right ovary, no signs of deep endometriosis, minimal amount of free fluid, without adenopathy in the explored area [pathology test] on (B)(6) 2017: uterine tubes without significant histological lesions [ultrasound scan] on (B)(6) 2014: visualization of the right tubal occlusion device in position 2 and fundamentally 3 and the left device in the same position is described. Myometrium and adnexa with normal morphology. In conclusion: normal internal genital apparatus; on (B)(6) 2016: apparently normally-inserted essures, hemorrhagic follicle in the left ovary; on (B)(6) 2017: bilateral breast ultrasound without alterations; (date unknown): normal internal genital pparatus and normally-inserted intratubal occlusion devices batch no b72582 production date (B)(6) 2013 expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter's city added. Symptoms were changed to events (technical issue). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') and pelvic inflammatory disease ('suspicion of pelvic inflammatory disease'). In a 23-year-old female patient who had essure (batch no. B72582), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: smoker ((B)(6) cigarettes/day), multigravida (3) and parity 3 (per vaginal delivery). Family history included: leukemia (father, at 55 years of age). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced abdominal pain lower ("intense pain in left iliac fossa") and vomiting ("vomiting"). On (B)(6) 2017, the patient experienced breast pain ("pain in right breast"). On (B)(6) 2018, the patient experienced hypogastric pain ("intense hypogastric pain that radiates to back") and cystitis ("cystitis"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), endometriosis ("suspicion of endometriosis") and cystocele ("grade I cystocele") with sensation of foreign body. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), menorrhagia ("hypermenorrhea"), dysmenorrhoea ("pain with menstruations"), dyspareunia ("sexual dyspareunia"), abdominal distension ("bloated abdomen"), vaginal discharge ("foul-smelling vaginal discharge"), back pain ("lumbar pain"), headache ("cephalea"), inflammation ("abdominal inflammation"), pain in extremity ("pain in lower limbs"), renal pain ("renal pain"), paraesthesia ("paresthesia in lower and upper limbs"), swelling ("swelling"), micturition disorder ("urination syndrome"), musculoskeletal pain ("joint and muscle pain"), tremor ("major hand tremors"), tooth abscess ("teeth abscess"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardias"), alopecia ("hair loss"), polyp ("polyps"), dizziness ("dizziness"), abdominal pain upper ("pain in the hypochondrium and right flank"), abdominal hernia ("abdominal hernia suspicion"), procedural pain ("post-surgical pain after laparoscopy"), abdominal mass ("palpated two nodules in the left iliac fossa"), gastrointestinal motility disorder ("very constipated/ chronic diarrhea / alternating bowel habits"), adjustment disorder with depressed mood ("adjustment disorder with depressive symptoms") with depressive symptom, rectocele ("grade I rectocele"). And hysterocele ("grade I-ii hysterocele with valsalva"). The patient was treated with desogestrel (cerazet) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia and dysmenorrhoea had not resolved. And the pelvic inflammatory disease, menorrhagia, dyspareunia, abdominal pain lower, hypogastric pain, abdominal distension, vaginal discharge, back pain, headache, endometriosis, inflammation, pain in extremity, renal pain, paraesthesia, swelling, vomiting, micturition disorder, musculoskeletal pain, tremor, tooth abscess, irritable bowel syndrome, fatigue, tachycardia, alopecia, polyp, dizziness, urinary tract infection, abdominal hernia, procedural pain, breast pain, cystitis, abdominal mass, gastrointestinal motility disorder, adjustment disorder with depressed mood, cystocele, rectocele and hysterocele outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal mass, abdominal pain lower, abdominal pain upper, adjustment disorder with depressed mood, alopecia, back pain, breast pain, cystitis, cystocele, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, headache, hysterocele, inflammation, irritable bowel syndrome, menorrhagia, metrorrhagia, micturition disorder, musculoskeletal pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, polyp, procedural pain, rectocele, renal pain, swelling, tachycardia, tooth abscess, tremor, urinary tract infection, vaginal discharge, vomiting and hypogastric pain to be related to essure. The reporter commented: cosmetic damage. On (B)(6) 2018, diagnosis of pelvic pain + dyspareunia + metrorrhagia + dysmenorrhea. Pid vs endometriosis. Alternating bowel habits. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2018, pinpoint lesions. Magnetic resonance imaging abdominal: on (B)(6) 2018, normal size. And morphology of the uterus, nabothian cysts, both ovaries with preserved size with small cysts, 10 mm hemorrhagic cyst in the right ovary, no signs of deep endometriosis, minimal amount of free fluid, without adenopathy in the explored area; pathology test: on (B)(6) 2017, uterine tubes without significant histological lesions; ultrasound scan: on an unknown date, normal internal genital paratus and normally-inserted intratubal occlusion devices; on 26-sep-2014: visualization of the right tubal occlusion device in position 2 and fundamentally 3. And the left device in the same position is described. Myometrium and adnexa with normal morphology. In conclusion: normal internal genital apparatus; on (B)(6) 2016, apparently normally inserted essures, hemorrhagic follicle in the left ovary; on (B)(6) 2017, bilateral breast ultrasound without alterations. Batch no: b72582, production date: 2013-09-27, expiration date: 2016-09-30. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, ha number re-sent. No new information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted. Including a batch review and review of complaint records and records of non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.